Manufacturer narrative:
The event is confirmed. A potential root cause is that the healthcare provider and/or patient were not aware that the patient had a latex sensitivity. No sample was returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "not recommended for use on patients with a known latex allergy" patient code: (B)(4).

Event description:
It was reported that the patient experienced skin irritation during use of the purewick external catheter. She went to her doctor and was provided medication. The patient has a latex allergy and knew that the product was made with latex. She stated that she would continue to use the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced skin irritation during use of the purewick external catheter. She went to her doctor and was provided medication. The patient has a latex allergy and knew that the product was made with latex. She stated that she would continue to use the product.